Manufacturer narrative:
Corrected data : the correct physician information who did the procedure updated in this report,

Event description:
It was reported that during a procedure for a system replacement (B)(4), there was a dural tear. Physician used dura-seal to close the tear. The patient was hospitalized for observation. The patient was stable at the end of the procedure.